Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 19-jan-2025, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 06-apr-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative. It was reported that unable to program and capture pain area that was covered during the trial. X-ray taken and discovered that one lead had migrated down two levels. We will be performing a lead revision surgery on (B)(6) 2021.